Manufacturer narrative:
(B)(4), concomitant medical products - list # 8-206430-01 (B)(4). An evaluation was performed in response to the visible smoke and fire that were observed coming from the sonicwall tz100, rohs firewall adapter connected to architect i2000sr analyzer. The evaluation consisted of a review of complaint text, a complaint search and a review of current architect labeling. After the replacement of the firewall adapter no additional occurrences of this issue have been observed. Abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, spread of fire from the equipment, and liberated gases, explosion and implosion. The architect system operations manual provides adequate instructions regarding electrical hazards and an emergency shutdown procedure. A review of complaints for the time period of (B)(4) 2010 through (B)(4) 2011 did not identify any additional complaints related to this issue. No subsequent complaints of this nature have been documented against architect (B)(4). Based on the available information, a deficiency in the system was not identified.

Event description:
The customer stated visible smoke and fire were observed coming from the abbottlink firewall adapter connected to the architect i2000sr analyzer. An abbott field service representative replaced the firewall adapter to resolve the issue. No injury was reported.